Manufacturer narrative:
Analysis of programming history. Analysis of programming history identified high lead impedance beginning on (B)(6) 2008. Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
Manufacturer review of a patient¿s programming history identified that high lead impedance was first noted on (B)(6) 2008. The patient had vns lead replacement on (B)(6) 2009, but the reason for the replacement was unknown at the time, and all attempts to the treating physician were unsuccessful. The explanted vns lead and generator will not be released from the hospital per policy.